Manufacturer narrative:
Medwatch sent to FDA on 09/22/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bacterial infection, abscesses, and allergic reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of bacterial infection, abscesses, and allergic reaction as follows: precautions for use: "as a matter of general principle, injection of medical device is associated with a risk of infection. There is no available clinical data concerning the tolerance of the juvéderm volbella with lidocaine injection in patients presenting a history of severe multiple allergies or anaphylactic shock. The medical practitioner must therefore decide on the indication according to each individual case, depending on the nature of the allergy, and must ensure that there is individual surveillance of these patients who are at risk. In particular, the decision may be taken to propose a double test or preventive adapted treatment previously to any injection." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported after injection with juvederm volbella with lidocaine and juvederm volift with lidocaine patient developed an allergic reaction with bacterial infection. Patient was hospitalized and treated with cortisone, antibiotic, and had surgical removal of the abscesses. Symptoms are ongoing.